Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the faradrive steerable sheath clear was selected for use, when attempting to insert the catheter into the faradrive and performing aspiration, air got in. The sheath was replaced, and the procedure was completed successfully without patient complications. The device was received for analysis and investigation is still in progress.

Manufacturer narrative:
D2a. Common device name: corrected. The device was returned to boston scientific for analysis. Visual inspection showed no outer abnormalities. Blood occlusion was experienced when attempting to prepare the sheath for testing by purging out the air inside the sheath. The hemostatic valves were removed, and a guidewire and a dilator were inserted into the sheath to loosen up and push out the dried blood. Once the sheath was cleaned, hemostatic valves were reassembled, and leak testing was resumed. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. The sheath's handle cap and valve cap were removed to examine the hemostatic valves under the microscope. No damage was noted on the external hemostatic valve. However, the internal hemostatic valve had a tear by the center slit. This type of defect can compromise the valve's ability to seal pressure and fluid within the sheath. This finding indicated the potential source of leakage and air ingress.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the faradrive steerable sheath clear was selected for use, when attempting to insert the catheter into the faradrive and performing aspiration, air got in. The sheath was replaced, and the procedure was completed successfully without patient complications. The device was received for analysis and investigation is still in progress.